Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that on (B)(6) 2023 the gastrostomy tube was installed with a skin-level balloon in the dvnc patient. The procedure was carried out by a qualified professional, according to the manufacturer's recommendations. A prior inspection of the product was carried out, testing the balloon by filling it with 4ml of distilled water and then emptying it. Lubricant was then applied to the patient's balloon and stroma and the tube was gently inserted into the stomach. Afterwards, the balloon was filled with 4ml of distilled water and inspected to ensure that there was no loss of gastric contents. After installation, an aspiration test was carried out to confirm the presence of gastric contents in the syringe and the appropriate position of the tube. On (B)(6) 2023, the family got in touch to inform that the button had been spontaneously expelled. The nursing team was called and during a visit they identified that the balloon was punctured. This rupture of the balloon caused the tube to be expelled spontaneously. As a result, the button was removed and a foley catheter was temporarily installed.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record was reviewed and no issues were found. The sample was not returned for evaluation. A supplier corrective action report was opened to further investigate this issue. In the meantime, all information received will be used for further tracking and trending purposes.